Event description:
The customer reported the left monitor image froze during surgery and the system was down. This resulted in a loss of the live image. There is no report or pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. All circuit board connections were cleaned and reseated. The system was then found to be operating as intended.